Event description:
It was reported that during a follow up in clinic, an increase in capture threshold and a decrease in r-wave amplitude were noted on the right ventricular (rv) lead. The physician suspected micro-dislodgement of the rv lead due to the anatomy of the patient. A revision procedure was performed and the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.